Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was 170 mg/dl. The customer reported the top part of reservoir, the circular retainer part plastic was coming apart. The troubleshooting was performed and found that the reservoir kind a still locks in. The customer was advised that the insulin pump will need to be replaced. Advise the customer to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.